Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support and reported experiencing a thermistor 1 alarm during in dwell 1 of pd treatment with the liberty select cycler. The patient stated that they would discontinue use of the cycler for the night as they needed to go to the hospital for low blood pressure. The patient stated they would perform treatment with manual supplies. Upon follow-up, the pd nurse reported the patient was hospitalized (B)(6) 2020 through (B)(6) 2020 for low blood pressure. Per the nurse, the low blood pressure was attributed to a low salt diet and was not related to the cycler or any fresenius device/ product. The patient continued pd therapy while hospitalized. The patient was instructed to increase their salt intake and has since recovered.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.